Event description:
A surgical instrument was implanted in 2001. Patient had a fall 3 days later and x-rays showed a device fracture. Revision surgery to replace 1 week later. X-rays showed "screw dislodgment". Revision surgery 2 months later to replace the device. Patient complained of numbness and weakness and an MRI showes stenosis. Surgery again 1 week later to relieve patient's symptoms. Patient presently claims neurological damage and paraplegia.